Manufacturer narrative:
The event of helix stretch/damage was reported to abbott and confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix was stretched consistent with procedural damage.

Event description:
During an initial implant procedure, it was not possible to retract the right ventricular (rv) helix of the lead. The suspected cause of the event was due to a stretched helix and damage. The rv lead was explanted and replaced to resolve the event. The patient was stable.